Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. The device history record was unable to be reviewed for this device since the [manufacturing date] was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the power inlet is broken, was unable to be identified. As inspection result is not attached, and other information cannot be obtained, presumed cause could not be identified. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the power connector on the maintenance unit was loose/compromised. There were no reports of patient harm.